Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous vessel. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.